Event description:
Pt underwent total knee replacement surgery without incident. Pt left or with wound drainage setup installed, using suction pressure in a cobe brat blood collection reservoir to continuously remove fluid from the site of the operation. This setup stayed with the pt as they transferred from the or to recovery, and on to the surgical pt unit. When the pt was transferred from post-op recovery to the surgical unit, the reservoir was inadvertently connected to a positive pressure oxygen source instead of the appropriate vacuum source. The oxygen flow was set to 10 lpm by the unit nurse. When personnel on the unit returned to the pt, they discovered that the pt had received a very large volume of oxygen and had expired. Apparently, air had been forced into the pt's system from the oxygen source via the reservoir and wound drainage line. Autopsy revealed that the right atrium had filled with air, resulting in stoppage of the pt's heart. There was no allegation made that the reservoir caused or contributed to the pt death.